Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while pacing a female patient (age unknown); after removing the electrode pads, burns were found on the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient sustained an burn. It is unknown what degree burn.

Manufacturer narrative:
The electrodes were not returned to zoll for evaluation. The device logs were not provided for review. The customer provided the photographs of the patient's injury. The customer's report was not replicated or confirmed. The review of device history record found no discrepancies. The retained samples were visually inspected against the assembly drawing without identifying any inconsistencies. The retained samples were put through extensive testing, which included readiness testing, 30 j self-testing, and electrical testing without duplicating the customer's report. No trend is associated with reports of this type.